Event description:
Ous MDR - after an implantation period of approximately 8 weeks, a threshold increase of > 3.0v @ 1.5ms was reported. Impedance and sensing were normal. The lead was then explanted. No adverse patient effects have been reported.

Manufacturer narrative:
The electrode returned was extensively analyzed. During the investigation, the electrode was visually , electrically and mechanically checked. During this inspection showed no deviations from the technical specifications, which might be related to the clinical complaint. The electrode proved to be conform to specification and properly. In summary, there was no evidence of material or manufacturing defects.